Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received an error 120.4610. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced battery pack for error code 120.4610. Replaced corroded left/right iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/10/2017 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to low capacity of the battery pack assy nimh 8000/8015. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
The customer reported that the device received an error 120.4610. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10mar2017 to the present date 20jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device received an error 120.4610. There was no patient involvement.